Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto; (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 123 consecutive patients (64 patients were performed with gpa, 59 patients had re-pvi alone) who underwent repeat ablation of paf from june 2014 to may 2015 were included in this study. Among them, one patient developed cardiac tamponade that was resolved by pericardial drainage. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of recurrent paroxysmal atrial fibrillation: is gap-closure combining ganglionated plexi ablation more effective?¿. The purpose of this study was to evaluate if gps ablation during a redo procedure could provide additional benefit to repeat pvi (pulmonary vein isolation) and improve outcome of paf patients who experienced recurrence after initial ablation. We also assessed the factors of patient, which could affect the outcome after ablation. Suspect device is a thermocool smarttouch, however catalog and lot number is unknown.